Event description:
It was reported that, during laparoscopic cholecystectomy, while the device was used as usual, ¿reactivate¿ was displayed. ¿two switch activations detected¿ was displayed. The device was reactivated, and the handpiece was reassembled but the same error was displayed. The device was used as usual. The problem might have occurred due to harmonic or the handpiece. There was no bleeding. Hp054 was used. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2024 d4 batch #: c9ec9x investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11. During functional testing, it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9ec9x, and no non-conformances were identified.